Event description:
Nail broke before fracture fully healed. Surgeon revised the patient with a larger gamma nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.